Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible products: lot: jt7171, mfg: 4/1/08, exp: 4/30/2013; lot: jt7164, mfg: 4/1/08, exp: 4/30/2013. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.

Event description:
International customer reported that a nurse found a tear in the reservoir around the upper right heat seal one day following initial activation of the device. It is assumed that the device was either removed from service and exchanged or removed from service as no longer required. No adverse patient consequences were reported.